Event description:
It was reported that during a prostatectomy procedure, the clips would not advance. No clip delivered from the first clip. The clip was correctly positioned between the jaws. No unusual noise heard but unexpected resistance was felt by a surgeon. The device was tested out of patient after the incident, the same issue occurred. The surgeon used a new device to perform the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that the device was returned with the tip of the advancer broken. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.